Manufacturer narrative:
The investigation into the limb ischemia - reversible and thrombus issues has been completed. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia and the thrombus issues was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 reporting contact facility name and reporting contact fax number were inadvertently left off the previously submitted report and was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The patient expired while on support. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation. Instructions for use for the related events are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an impella cp was implanted in a 75 year-old female for coronary artery bypass graft vs percutaneous coronary intervention. After placement of the impella cp, no pulse was found in the impella leg. An external fem-fem bypass was subsequently placed to restore flow to the lower right extremity. The following day it was noted that the bypass had clotted off and flow was again blocked. The retrograde sheath was flushed and the antegrade sheath was replaced to restore flow to the leg. No additional information was provided.